Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the mixer lid from the autoplex system broke, which caused a 30-45 minute delay in the procedure. It was reported that no additional anesthesia was required and that the procedure was completed utilizing back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon evaluation of the returned unit, the reported condition was confirmed to be related to lid breakage. The mix chamber¿s lid was found broken/fractured and thus cement leaked thru the mix chamber top. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure, the mixer lid from the autoplex system broke, which caused a 30-45 minute delay in the procedure. It was reported that no additional anesthesia was required and that the procedure was completed utilizing back-up equipment. No medical intervention and no adverse consequences were reported with this event.